Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on current electrograms (egm) the right ventricular (rv) lead exhibited oversensing with an elevated sensing integrity counter (sic), lead impedance warning, and noise when the patient lifted their arm. The physician suspects the rv lead is fractured. The rv lead was scheduled to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on current electrograms (egm) the right ventricular (rv) lead exhibited oversensing with an elevated sensing integrity counter (sic), lead impedance warning, and noise when the patient lifted their arm. The physician suspects the rv lead is fractured. The rv lead remains in use. No patient complications have been reported as a result of this event.